Manufacturer narrative:
The pacemaker was reportedly retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker exhibited noise and oversensing, although there was reportedly no pacing inhibition. The noise was able to be reproduced with isometrics. The ra lead was surgically abandoned and this pacemaker was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.